Event description:
Balloon ruptured during deployment of 5.0 x 13 mm ultra stent. Stent was not fully deployed and physician was unable to remove balloon catheter resulting in pt being taken to surgery for removal of catheter and bypass of the artery. Reason for use: coronary artery disease.